Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.063 and patient 2= 0.066 vs. Expected results < 0.012 ng/ml ) from two different patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected patient results were not reported from the laboratory as the customer routinely performs troponin testing in duplicate. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number# 1413172 & 1413933 / ivd# 274494.

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eci immunodiagnostic system. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.